Manufacturer narrative:
Evaluation summary: one photograph was received for evaluation. The photograph shows the spiderfx filter assembly attached to the capture wire. A dislodged gold tungsten hoop could not be seen in the photograph. The spiderfx was returned for evaluation. No ancillary devices, cine images or procedure notes were returned for evaluation. Visual inspection of the spider fx capture wire revealed a kink. Debris was observed outside and inside the spider fx filter. A gold particle /debris was observed outside the distal section of the filter. Visual inspection of the gold horseshoe crimp revealed no abnormalities or deformities. In other to verify all components crimp are accounted for, the spiderfx filter was soaked in water for 24 hours. After soaking, the filter was visually examined under magnification and revealed the horseshoe crimps were intact. The gold hoop is still visible and there is no indication of a gold strand damage or detachment. Visual inspection under magnification of the debris particle revealed a yellow/gold strand. The strand does not appear to have been associated with the spider filter assembly. It is not known where the gold strand may have come from to have clung unto the spiderfx filter. Visual inspection of the filter assembly revealed the horseshoe crimp was intact and was visible end to end of the filter mouth. The yellow/gold debris observed on the filter is not part of the filter assembly. The source of this yellow/gold debris is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used a spider fx device with a 6fr non-medtronic sheath and non-medtronic 0.014 guidewire during treatment of a 100mm, 80-90% stenosed plaque lesion in the patient's mid superficial femoral artery (sfa) of diameter 5mm. No tortuosity and slight calcification of the target vessel are reported. The IFU was followed during the procedure and the device was prepped without issue. No pre-dilation of the vessel was conducted. No resistance was experienced during insertion or removal of the filter. Post procedure, following retrieval of the filter, the physician and tech visually examined the filter for any debris and noticed that the gold tungsten hoop had dislodged and was at the bottom of the filter. This detachment did not result in any injury to the patient. The vessel was dilated post completion of the procedure.